Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user's test strip had a poor storage (kitchen).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer's expected fasting blood glucose test result range is 150 to 163 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication / insulin to manage diabetes. On (B)(6) 2016 at 05:00pm, a blood test was performed by the customer fasting and produced a test result of 400 mg/dl. The customer then administered insulin and re-tested, which produced a result of 200 mg/dl. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 11/13/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous fasting test results: (B)(6). Adverse event not reported.